Event description:
Report received from the USA. Information received indicated, "device worked perfectly until the last groove and screws holding the disc separated." There was no injury to the pt. There was no additional information.

Manufacturer narrative:
Attempts were made to have device returned for evaluation, however, it has never been returned. This MDR was opened per internal notification number (B)(4).